Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received error messages on the calibration and questionable results for one patient for albt2 tina-quant albumin gen.2. The results for the patient sample were 22, 37, and 22 g/l. Information concerning if any erroneous results was reported outside the laboratory was requested, but it was unknown. No adverse event was reported. The reagent lot number was 194424. The expiration date was requested but was not provided. The field service representative decontaminated the instrument.

Manufacturer narrative:
Additional information was provided that the issue was resolved by the cleaning of the instrument performed by the field service representative and the replacement of the sample probe.